Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed nor similar incidents reviewed because the product was not returned for evaluation and the lot number was not reported. The root cause of the reported difficulty and the subsequent treatments are related to circumstances of the procedure. Based on the reported, ¿the second set of sutures caught on the first set of sutures¿, it is likely the sutures of the second device looped into the sutures of the first device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement was attempted with a proglide device using the pre-close technique prior to an interventional impella assisted percutaneous coronary intervention (pci) procedure. Reportedly, the second set of sutures caught on the first set of sutures and there was difficulty pulling out the second device. The sutures were cut, and the proglide was removed. The suture of a third, new proglide device was successfully pre-placed and the impella assisted pci procedure was completed. Hemostasis was achieved with the pre-placed proglide suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: lot # unknown as the device was discardedna.